Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-mar-2017, an fse visited the customer site and replaced main printed circuit board (pcb), driver pcb, sensor pcb. The fse observed the 24v fuse blew on the power pcb. He also installed an upgraded power pcb and replaced the driver pcb. He stabilized temperatures and checked the impasse. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was due to a water heater not heating.

Event description:
On (B)(6) 2017, a customer reported obtaining error 3003: waiting for temperature with their aia-360 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.